Manufacturer narrative:
Device evaluation. The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that during a cardiac catheterization procedure, the pt suffered a dissection. The target lesion was identified as the prox left circumflex (prox lcx) and diffuse and severely diseased. There was modest 40-60% proximal stenosis followed by a short area of more normal vessel, followed by a very critical 80-90% stenosis, followed by a short area of more normal vessel, followed by a 70-80% stenosis, and then finally a very distal 90-95% stenosis. The two more proximal lesions underwent angioplasty with excellent results. Probably from trauma and manipulation of hardwire through the left circumflex artery, the moderate, more proximal stenosis required intervention as well. Overall, an excellent result was achieved. Three boston scientific drug eluting stents were eventually inserted within the left circumflex artery. The attention was turned to the most distal and far resistant lesion for dilatation. Two maverick balloons were attempted, but could not cross the lesion. A final attempt using a 1.5mm x 15 mm maverick balloon was used at this time. However, this balloon did not cross the lesion. This was followed by a 2.0mm balloon and at 15 atm, there was a small waist. This balloon was removed. Per source documents, there was a site limited dissection in this area that did not limit flow. There was not much myocardium at jeopardy distal to this far-distal stenosis and therefore, add'l attempts at making this area look better were not made. At this time, the wire was removed and final angiograms were planned for this lesion. The stented segments looked excellent and the area immediate proximal to the stent looked more narrowed compared to the baseline angiogram. The area was of moderate plaguing; and more than likely, guide catheter trauma and trauma from passage of balloons and stents passed this area caused some worsening of the angiographic appearances of this region. Therefore, the wire was placed down the left circumflex artery one more time using a 3.0mm x 16mm taxus drug-eluting stent was deployed. There was overlap between the longer stent that was inserted previously. A 3.0mm x 12mm quantum maverick balloon was used for add'l post-dilatation. At this point in time, the wire was removed. Intracoronary nitroglycerin as once again administered and final angiograms were performed. An excellent result was achieved in this circumflex artery.